Manufacturer narrative:
(B)(4). Additional information received on 4 july 2023 states that the issue was resolves by using a new tube. The patient required extubation and reintubation. A new suction catheter which was the same size was used as well. "Baby required reintubation and ett clearance so there was desaturation". The lowest oxygen saturation the patient sustained as "not captured". There was no harm or injury to the patient, the patient status is reported as "stable". Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: the initial MDR report submitted on 30 june 2023 shall be updated from reportable malfunction to reportable injury with serious injury as additional information received on 4 july 2023 stated that the patient experienced desaturation.

Event description:
It was reported that, "we are unable to pass a 6 fr. Ballard suction catheter through the 2.5 sheridan hudson rci teleflex ett. We have just intubated a baby and the 5 fr. Inline catheter is also tight". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that, "we are unable to pass a 6 fr. Ballard suction catheter through the 2.5 sheridan hudson rci teleflex ett. We have just intubated a baby and the 5 fr. Inline catheter is also tight". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "blocked/obstructed - tube" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-10405 et tube, uncuffed, 2.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the tube was cut short. The tube was cut at the "n" of the "oral*nasal" marking towards the proximal end of the device. A non-tfx connector was reinserted into the tube at the proximal end where the tube was cut. The connector most likely belongs to the ballard suction catheter that was used with the returned device. No issues were observed with the et tube itself. It could not be determined how this defect occurred, but this appears to be an isolated event. The angle at which the connector was reinserted could potentially prevent a catheter from passing through the tube smoothly, but this could not be confirmed for this complaint issue. DHR investigation did not show issues related to complaint. The root cause was undetermined. Teleflex will continue to monitor and trend on this defect. Other remarks: n/a. Corrected data:

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "we are unable to pass a 6 fr. Ballard suction catheter through the 2.5 sheridan hudson rci teleflex ett. We have just intubated a baby and the 5 fr. Inline catheter is also tight". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.